Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and could not replicate the reported issue. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator suddenly turned itself off. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no harm or injury.